Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper syndrome and stoma site infection is a known complication of a peg- j tube placement. Code of 4581 was chosen to capture the event of buried bumper syndrome. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient's wife reported that the patient experienced a temperature, yellow exudate, discharge, and a foul odor from the stoma site. On (B)(6) 2023 during a nurse visit, it was reported that stoma site was slightly red, and unable to advance, the patient received flucloxacillin 500mg tds for one week. On (B)(6) 2023, the patient underwent an endoscopy that revealed a buried bumper and the patient received a new peg-j 9f.